Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal shunt. A mustang 6.0 x 40, 75cm was selected for use in a shunt percutaneous transluminal angioplasty. During the first inflation at 18 atmospheres for several seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k) #: k141521, k141597.